Event description:
The end user reported that the device showed a "system failure" alarm and a "patient disconnect" alarm. It was reported that the device was not being used to support a patient when the event occurred. No injury to a patient was reported.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem was confirmed. There was some external damage to the device (bottom cover assembly was cracked) which was repaired. An electrical cable to the o2 pcb was found to be disconnected and variable resistors on the o2 pcb were also damaged. The pcb was replaced and the cable reconnected. Damage to the pcb and connector may have been due to the external damage the device sustained or they may have been due to service by a non-impact entity ((B)(4)) who is 3rd party medical device sales and service. The device had been last seen for service by impact in 2011. Periodic maintenance, calibration and functional testing were performed at impact and the unit was returned to the end use after it tested within specification.